Manufacturer narrative:
G4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-eclipse® preamplifier and product ID: 945daq916). H3: product analysis of the device confirmed the reported issue and found port 27, 29, 32 are open due to pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the module was not connecting with controller. There was no patient involved.

Manufacturer narrative:
According to the additional information received, this event is a duplicate of another event involving a product with model number: nccpue4 and serial/lot number: (B)(6), which has been reported under regulatory report number: 1045254-2025-01313. Section e: hospital details have been updated based on the information received. Correction in g4: the previously provided information on ¿PMA/510(k) # was incorrect and has been updated in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.